Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. D6b: explant date: six months ago from the aware date.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted ipg was discarded per hospital policy. No further information has been obtained despite good faith efforts.